Manufacturer narrative:
Corrected data: d4, g4. The device was returned. The investigation has been completed, and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the product was returned. The returned device was visually inspected and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found, or broken connector. Delamination - layers were intact and did not separate. Discoloration - the device was unclear and discolored. General cleanliness - the returned device appeared to have debris or foreign particles. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Once the investigation is completed a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the anchor was fractured. The device broke while the patient was sleeping and hurt their gums. The device was delivered to the patient and was first used on 03/07/2025. The patient reported the issue stopped using the device on 11/01/2025. No medical intervention was required. The patient cleaned the device with soap and a toothbrush.